Event description:
It was reported that there was a warning for short interval counts (sic) and rapid changes in impedance on the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6)-2014, v sensing integrity counts up to 365; vt-ns episodes with evidence of lead noise oversensing. On (B)(6)-2014, rv pacing impedance measured 1952 ohms which has been variable since (B)(6)-2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).